Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The caller did not have further details about the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller will call back with more information. The customer had some recalled sets and thinks that the low was caused by them. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.